Manufacturer narrative:
The suspect product is the compact plus test strip drum.

Event description:
Reporter alleged discrepant blood glucose values of 77 mg/dl back to back with a result of 131 mg/dl when testing was performed on the compact plus system 1 minute apart. The location of the alleged incident was not provided. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Compact plus system: a compact plus test strip drum lot number 20330741 with an expiration date of 3-31-08.